Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, intraperitoneal, repeat) and imipenem injection (1gm, once daily, intraperitoneal) for the event. The cause and patient outcome were not reported. Pd therapy was ongoing.were not reported. No additional information is available.